Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The on-site investigation by our field service engineer the day after the event found no fault with the ventilator and nothing was replaced. The event ventilation period lasted 2½ hours. There was no other difficulty at any other time and therefore the evaluation of the ventilator¿s logs is limited to this period. The evaluation of the last 10 minutes of ventilation shows that there are high airway pressure, high respiratory rate and peep low alarms. The period also contains 2 suction procedure programs with only 3 minutes between them. The last being done 3 minutes before the ventilation period ended. The suction procedures indicate secretions and secretions are known to cause various alarms including high airway pressure alarms. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration and the safety valve also open to allow spontaneous breathing. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient receiving less volume than set which most probably was the reported ventilation issue. The logs show that the airway pressure alarm limit was tight and would only allow very slight variations in pressure. The conclusion is that the ventilator functioned all the time and there was no stop of delivering air at any time as claimed. The cause of the reported ventilation issue was related to the airway pressure alarm limit setting.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that while the ventilator was connected to the patient it wasn't ventilating after the completion of ventilation according to the hospital nothing was going into the patient. The ventilator was replaced with another one. There was no patient harm. Manufacturer reference#:(B)(4).